Event description:
It was reported that the customer passed away after several medical complications. The customer's spouse stated that the customer was sick to his stomach and had a pneumonia. A 911 call was made, and once hospitalized, the customer had a stroke and heart attack. The caller also reported that he had had an infection of a heart valve implant. The customer had is continued use of the insulin pump for 8 days prior to passing due to illness; emergency workers had removed the device. The insulin pump was donated to the customer's endocrinologist. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.